Event description:
It was reported that the gastrointestinal videoscope had a blackout. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction blackout was due to damaged electrical connector base. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.